Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the computer board. Computer board with associated components of the kit replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system has intermittent boot up problems with communication error displayed. Problems seems more common on first boot of day and may take several reboots for system to become fully functional. No report of patient injury.